Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt's alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,recurrence of leakage - female stress incontinence - prescribed vesicare. Urge incontinence, improved female stress incontinence - prescribed vesicare. In-office cystoscopy procedure - vaginal discharge, leaks urine - cystoscopy was normal - urge incontinence - prescribed premarin. 2 weeks history of incontinence and urinary tract infections (uti) - vaginal discharge and odor, incontinence, whitish discharge - diflucan, increased vesicare. Leaking since 1 year, incomplete voiding - urge and stress incontinence, exposed mesh - urodynamics. Urodynamics revealed boo and urge incontinence - may benefit from removal of mesh, urethrolysis and implantation of new tot.